Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of false downstream occlusion alarms caused by elevated signal levels in the force sensor. The device was recalibrated to ensure accurate occlusion detection.

Event description:
It was reported that a spectrum pump alarmed "downstream occlusion!" When no occlusion was present. It was also reported that there was no pt involvement.